Event description:
It was reported that a (B)(6) patient, underwent an atrioventricular nodal reentrant tachycardia procedure with a 7f es steer ds bi-directional nav catheter and suffered heart block which required a pacemaker placement and prolonged hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this happened during radio frequency since patient went into tachycardia and was taking deep breaths.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot #: 17127308m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system: serial #: (B)(4), us catalog #: fg540000; product name: stockert 70 rf generator: serial #: unknown, us catalog #: unknown; product name: coolflow® irrigation pump: serial #: (B)(4), us catalog #: cfp002. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) patient, underwent an atrioventricular nodal reentrant tachycardia procedure with a 7f es steer ds bi-directional nav catheter and suffered heart block which required a pacemaker placement and prolonged hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this happened during radio frequency since patient went into tachycardia and was taking deep breaths. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown.